Event description:
I received a box of freestyle libre 2 for use to monitor my type 2 diabetes. I tried to download the monitor app to my motorola moto g pure stylus and the app told me it wasn't comparable with my phone.